Event description:
During the procedure, the patient experienced a cerebral infarction and expired.

Event description:
Following an ablation procedure, the patient experienced a cerebral infarction and expired. During the procedure the patient was anticoagulated with eparine and the act monitoring was made in 30-minute intervals. After the procedure the patient did not wake up from anesthesia and heart enzymes and heart catheterization confirmed the cerebral infarction. The patient subsequently expired. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 9680001-2019-00004, 2182269-2019-00004, 3005334138-2019-00020, 3005334138-2019-00021, 3005334138-2019-00022, 3005334138-2019-00023.

Event description:
Following an ablation procedure, the patient experienced a myocardial infarction and expired. During the procedure the patient was anticoagulated with eparine and the act monitoring was made in 30-minute intervals. After the procedure, the patient did not wake up from anesthesia and heart enzymes and heart catheterization confirmed the myocardial infarction. The patient subsequently expired. No further information is available at this time.